Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. During the week of 2014 (B)(6), svc coil impedance measured 248 ohms and is variable at times dropping to 52 ohms and rising to 254 ohms. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week of 2014 (B)(6), rv pacing impedance measured 4047 ohms. Impedance continued to be high and showed variation during (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing thresholds, high impedance and a suspected fracture, along with noise and oversensing. The lead was explanted and replaced. During the replacement procedure, there was noise on the leads when connecting to the existing implantable cardioverter defibrillator (ICD). There was a suspected issue with the device grommets/setscrews. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).